Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "improper shutdown!" Was reproduced. A review of the event history log (ehl) revealed no "improper shutdown!" Messages on the reported event date. However a month before the event date there is a single "improper shutdown!" Message. A "battery alert! Error: 1" message preceded the "improper shutdown!" Message. A battery alert presents on the pump display with the following instruction: "¿battery error do not unplug pump! Battery operation may not be available.¿ removing the power cord could result in an shutdown of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump powers off without user input (improper shutdown) upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.